Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as: 2134265-2016-00834 it was reported that vessel perforation occurred. The target lesion was located in the left main into the proximal circumflex artery. A 1.50mm rotalink burr and a 330cm rotawire were used and advanced to treat the target lesion. During the procedure, the burr was advanced a little further to the mid- circumflex artery and it was noted that vessel perforation occurred. A non-bsc stent was placed to close the perforated artery. No further patient complications were reported and the patient's condition was fine.